Event description:
Senseonics was made aware of an incident where the sensor broke during removal procedure on (B)(6) 2024. The user mentioned that he was not sure if a piece of the sensor remained in his arm. The removed sensor part was requested for further investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user initially reported that the sensor broke during the removal procedure performed on (B)(6) 2024. When the customer care team reached out to the hcp to confirm the incident, the hcp reported that breakage did not happen. Due to this contradictory information provided between the user and hcp, the breakage could not be confirmed until (B)(6) 2024 when the user shared a picture of the removed sensor, which indicated that the end cap of the sensor was missing (another sensor that's shown in the picture was placed next to the sensor of interest for visual comparison between broken sensor vs intact sensor). The hcp was informed about this observation, and the user was advised to follow up with the hcp to discuss their concern about the possibility that the end cap would be remaining inside the arm. Eversense rcm team communicated with the hcp that they would provide any support if needed since the hcp expressed that it would be difficult to see the end cap via imaging and challenging to retrieve if it was remaining inside the arm. Customer care team made multiple attempts to get a hold of the user, however, no response was received. An RMA was issued to request the sensor back, however, due to no response, the RMA could not be received until the closure of this complaint. Based on the picture provided by the user, the end cap seemed to have broke off from the remaining of the sensor. The potential root cause of breakage of sensor during removal is usually excessive force on the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Breakage of sensor during removal is a known and anticipated potential adverse effect.no further investigation was found necessary for this complaint. B4. Date of this report 24 february 2025. G3. Date received by the manufacturer? 24 february 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4112. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 22,4311.